Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2014-02155 captures the first device and #3005099803-2014-02156 captures the second device. It was reported to boston scientific corporation that two gold probe devices were used during an enteroscopy procedure performed in the patient's small bowel on (B)(6) 2014. According to the complainant, during the procedure both gold probes failed to cauterize. The devices were connected to the generator via an adapter and no issues with the generator or other electrocautery devices were reported. The devices were tested on a different generator, and still they did not work. The procedure was completed with a different device. Additionally no visible issue to the complaint devices or their packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The complaint that the device failed to transmit current was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2014-02155 captures the first device and #3005099803-2014-02156 captures the second device. It was reported to boston scientific corporation that two gold probe¿ devices were used during an enteroscopy procedure performed in the patient's small bowel on (B)(6) 2014. According to the complainant, during the procedure both gold probes failed to cauterize. The devices were connected to the generator via an adapter and no issues with the generator or other electrocautery devices were reported. The devices were tested on a different generator, and still they did not work. The procedure was completed with a different device. Additionally no visible issue to the complaint devices or their packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of gold probe failed to cauterize. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.